Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that cold insulin is off label per the user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.